Event description:
Slip was reported. On 21apr2017, customer stated teeth were worn down, device involved in slippage. Additional information has been requested. Linked to mfg report number: 3004608878-2017-00149.

Manufacturer narrative:
Investigation completed 5/24/2017. No manufacturing or design related trend has been identified. The root caused could not be determined at this time, the product has not been returned to integra for evaluation after several documented requests.